Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on this atrial lead. There was no mention of intervention.

Manufacturer narrative:
(B)(4) 2018 - boston scientific reported that on (B)(6) 2018, pocket was opened and lead was revised due to noise. Lead connected to the psa and all lead measurements were within normal limits. Md re-connected lead to the pacemaker. No noise noted. Lead remains implanted.